Event description:
It was reported the insulin pump was submerged in water. Afterwards, an alarm occurred on the insulin pump. The reported blood glucose reading was 215 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.